Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler 3t system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported error. However, an audible alarm occurred when the unit was powered up. The display did not function and the stirrer on the patient bridge did not spin. The mains ac board was replaced and the system was rebooted. An audible alarm again occurred and display lit up but was unresponsible. The processor board was replaced and the system was rebooted again. The system functioned within specifications and subsequent testing did not identify further issues. The unit was returned to service. An exact root cause could not be determined. However, it is possible that the replaced boards became damaged as a consequence of the reported error, which occurs when the stirrer motor draws too much power. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report if filed on behalf of sorin group (B)(4). Sorin group received a report that the heater cooler was displaying an error code. This occurred during set-up and therefore there was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the heater cooler was displaying an error code. This occurred during set-up and therefore there was no pt involvement.